Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube and the second seal did not deploy out of the delivery tube. The surgeon used a third heartstring seal to complete the procedure. No pt complications were reported by the hosp.